Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high pacing thresholds. The rv lead was confirmed to be positioned correctly, however the loc recurred several hours later. Subsequently, the lead was repositioned and the tip was advanced and protruded the cardiac silhouette. The patient was diagnosed with rv lead perforation and admitted to the hospital. The patient's consciousness was clouded upon arrival at the hospital and a chest computed tomography (CT) scan showed the lead had advanced to the left thoracic cavity with severe pneumothorax and moderate pneumopericardium anteriorly, in addition to bilateral pleural effusion and right middle-lobe pneumonia. Additional intervention was performed and a 24-fr chest tube was inserted into the patient left thoracic cavity. The patient recovered gradually after chest tube drainage and volume resuscitation. Another CT scan confirmed that there was improvement of the pneumothorax and pneumopericardium. The rv lead was repositioned and the patient showed stable hemodynamics with no pericardial fluid observed. This rv remains in service. No additional adverse patient effects were reported.